Event description:
Per the clinic, the patient experienced chronic pain and skin inflammation at the abutment site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) and topical steroids (specific date and duration not reported).